Manufacturer narrative:
This report is being submitted to relay additional information from the customer that reveals that the screw was stuck in the abutment, not the implant. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event.

Event description:
Additional information from the customer reveals that the scts screw was stuck in the abutment, not in the implant.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number is k011038.

Event description:
It is reported that the scts screw got stuck in the implant.